Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacturer's quality product investigation laboratory for further investigation, in reference to the alleged ventilator inoperative condition. The device was visually inspected, and no defects were found. The device's error log was reviewed and 26 instances of internal battery failed errors were found. This failure would prompt a vent service required alarm. This issue occurs when a customer performs a device software upgrade but does not confirm the upgrade on the device screen when prompted. The product investigation laboratory was able to confirm the allegation of failure of the trilogy evo ventilator inoperative condition due to the trilogy even internal battery failure. The internal battery was replaced to resolve the issue.

Manufacturer narrative:
H3 other text: device not return.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.